Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. During evaluation, the fse reported that the leak could not be confirmed. No physical leaks were identified during inspection or leak testing. Review of the device log files indicated multiple entries related to ¿gas loss in iab circuit¿; however, the reported issue could not be duplicated. A complete preventive maintenance and calibration were performed, and the unit successfully passed all functional and safety tests in accordance with factory specifications. No parts were replaced during this service activity. The device was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Additional information: due to characterization limit: e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has leaking. There was no patient involvement.